Event description:
The patient was undergoing a coil embolization procedure in the middle meningeal artery (mma) using a swiftpac coil (swiftpac) and a non-penumbra microcatheter. During the procedure, the physician advanced the swiftpac through the microcatheter to the target location. The physician retracted the swiftpac for re-positioning. While retracting the swiftpac, the embolization coil detached partially in the microcatheter and the patient¿s vessel. The embolization coil was then fractured while snaring the device for removal. The embolization coil fragment was in the external carotid artery (eca). The physician decided to leave the fragment in the eca. The procedure was completed at this point.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 10/02/2025: 1. Section b. Box 5. Describe event or problem. Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up MFR report: 1. Section b. Box 1. Adverse event and/or product problem.

Event description:
The patient was undergoing a coil embolization procedure in the middle meningeal artery (mma) using a swiftpac coil (swiftpac) and a microcatheter. During the procedure, while attempting to place a swiftpac into the target location, the embolization coil stretched and unintentionally detached. The physician attempted to use a snare device to remove the detached embolization coil. It was reported that a portion of the embolization coil was left in the external carotid artery (eca). No additional information was provided.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.